Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a cleaner leak coming from the front bottom of the coulter lh 500 hematology analyzer. Customer reported the volume of the leak was not more than 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing through pinch valve pv30 was cut. The fse replaced the tubing and verified the repairs per established procedures.

Manufacturer narrative:
(B)(4).